Event description:
It was reported that the implantable cardiac monitor (icm) had undersensing and was recording false asystole. Additional information was attempted to be obtained to determine if any reprogramming or intervention was done, however, the information was not available. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.